Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Information contained in this report was previously submitted through psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified fold creases. Cloudy and bubbles after autoclave disinfection process in the gel. A weight test of the device was verified and the device was within specification. Based on the device analysis the final assessment is no openings were found in the device. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and rupture.

Event description:
Healthcare professional reported left side rupture. Additionally, healthcare professional reported "capsule thick and contracted," baker grade IV and "sticky gel around implant". Device has been explanted.